Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. The analysis results found that the ecs29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was placed on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the surgeon went to fire the device and it cut, but did not staple. Only one donut was formed. They controlled the bleeding and completed the procedure with a new device. The patient is currently stable. The procedure was prolonged by 20-30 minutes.